Event description:
Devilbiss healthcare was notified of an incident involving an oxygen concentrator by the end user who reported the device was not putting out enough oxygen and was alarming. The end user became short of breath and administered a nebulizer treatment. The end user called ems and stated that she "passed out." The end user was admitted to the hospital for a couple days. The end user is currently on steroids. Product labeling states," if you feel discomfort or are experiencing a medical emergency while undergoing oxygen therapy, seek medical assistance immediately to avoid harm. As a precaution, your devilbiss provider may supply you with a reserve oxygen system. If your unit loses electrical power or fails to operate correctly, the patient alert system will sound to signal you to switch to your reserve oxygen system (if provided) and contact your devilbiss provider." The device operated to design specifications by alarming to alert the user of an event. As part of its complaint review and evaluation process, devilbiss healthcare will file an update if additional information becomes available.